Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive cardiac troponin-I while using architect stat troponin-I reagents. The following data was provided for the same patient. The customer uses reference range less than 0.06 ng/ml. (B)(6). The patient was pregnant and remained in the emergency department for observation only. No treatment was provided to the patient. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, device history review, instrument log review, labeling review, and field data review. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Log review did not identify any issues that contributed to the customer issue. Labeling was reviewed and found to be adequate. Review of field data showed the complaint lot patient median value was within established control limits and no unusual reagent performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.